Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented by handling the device in accordance with the following instructions for use: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
H10: per the information obtained from the customer, it is unknown if there was deviation from instructions for use in reprocessing steps for the area where foreign material remained.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, the image had a dark area partially due to a scratch on the objective lens. The device evaluation found that the jet tube had foreign material from previous procedures. Additional findings include the following: the suction cylinder had no color, the switch box had a dent, the scope cover was shaved, the switch flexible printed circuit board had corrosion due to water leakage, the scope connector case had a scratch, the circuit board in the scope connector had corrosion due to water leakage, the plug unit had corrosion due to water leakage, the label on the scope connector was damaged, the insulation resistance value at the distal end did not meet the standard value due to damage on the bending section cover, the play of the up / down / right / left knob was out of the standard value due to wear of the angle wire, the objective lens had a scratch, the light guide lens had a crack, the adhesive on the bending section cover had a crack, the connecting tube coating was peeling, and the universal cord had a scratch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope had a poor light output. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the jet tube had foreign material from previous procedures. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.